Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Healthcare professional additionally reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell and missing shell (0-25%). A visual and microscopic analysis was performed which identified crease sharp broken on radius, crease fold and stress marks. Base on the device analysis the final assessment is: a crease sharp broken on radius assessed as fold flaw opening

Event description:
Patient reported left side rupture. Healthcare professional additionally reported left side rupture. Device has been explanted.